Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
Log file analysis: alarm files revealed 3 low flow alarms were logged from (B)(4) 2015 through (B)(4) 2015. Logs indicate a slight decrease in estimated flow and power consumption of approximately 0.2w starting on (B)(4) 2015; however, parameters remained within the normal operating range. Last operating data point was logged on (B)(4) 2015 at 20:31:20, with parameters of 2800 rpm, 4.2 w, and 3.7 l/min. In addition to the above described findings, assessment of the batteries on (B)(4) 2015 at 20:31:20 (last data point available) revealed the following: power source 1 (B)(4) 24% power source 2 (B)(4) 76%. Conclusion: a review of the controller log files associated with the event captured is inconclusive. Based on the available data, waveform trends of this nature are indicative of normal pump operation. The instructions for use and patient manual warn that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Inr was managed by vad team and was well controlled - most results were in 2-3 range. Patient lived alone, was seen 1 -2 times per week at the facility and also had a community psychiatric team who were also visiting regularly but had no concerns. Patient last contacted the facility on (B)(6) 2015 when he sent in his inr result of 2.4. (B)(6) 2015-the latest update; the equipment has to stay at the facility until the investigation is completed. The vad team also explained that there was no suggestion that the pump or the pump accessories were at fault. From the facility pathologist: "data shows, normal functioning vad with 2 batteries attached, one battery had 24% power and the other 64% power remaining. Patient disconnected both power sources at 20.31.20 on (B)(6) (of note the clock was on gmt not bst). There were no unusual events or alarms the vad prior to the vad disconnection. The vad had normal flow and power. Of note [the manufacturer] said, in the past the patient always replaced a flat battery with a battery on 100% charge. On this occasion the flat battery was not immediately changed and that as a safety mechanism if a battery gets to 25% it automatically switches to the spare power source - this did happen but the patient a few minutes earlier had replaced a full battery in the spare battery port with a battery that wasn't completely charged. Although this would have had not clinical consequence it was unusual for the patient. The backup controller internal battery was completely depleted when we examined it here at [the facility] - this is in keeping with the patient disconnecting both batteries as the internal battery sounds a long continuous alarm for up to 2 hours in the event of a pump stop due to battery disconnection. From post mortem we know the patient had a small head injury but no other injury or apparent cause of death there are some possible scenarios that could of occurred the patient had fallen and was unable to effectively help himself when the vad alarmed. The patient disconnected both power sources and then fell. This patients heart function was very poor and I wouldn't have expected him to live for very long without the vad - we know there was blood on the returned controller and on the patients hands which gives us an idea that the patient may have been alive after he fell however I don't think we are going to get any definitive answers for this patient. The other thing to consider is the patients mental state, he was a known schizophrenic, this had been extremely well controlled and he had an excellent attendance record in clinic. However he did not attend clinic on the day of his death which was out of character and several attempts were made by the vad team to contact him on this day - from the data download it is thought the patient was alive during the day and we have no explanation as to why he didn't come to clinic. Finally the other thing to note is the patients gp was contacted and asked to check on the patient on tuesday, wednesday and thursday prior to the police being called by the vad team on the thursday. The patients community mental health team were also contacted."

Manufacturer narrative:
Log file analysis: log files did not reveal any abnormal patient behavior, the patient would at times replace a battery source at 25% rsoc. The fact that the battery was allowed to discharge to 24% rsoc was not unusual. The patient would however switch to a battery with 90% rsoc or higher. The last power source change replaced (B)(4) at 47% rsoc to (B)(4) at 77% rsoc. Event files indicated a power up and motor start occurred on (B)(6) 2015 at 12:26:34 and 12:26:38 respectively. This indicates that the patient was without power for up to 9 days or longer than a week. The internal battery that powers the no power alarms would deplete, as previously described in the complaint details, given that time frame. None of the devices were returned for evaluation. It was confirmed that they were being kept at the implanting site. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event "controller no power" was confirmed during log file analysis. The last data point was recorded on (B)(6) 2015 at 20:31:20 (08:31:20 pm). Battery (B)(4) was attached to power port 1 with 24% relative state of charge (rsoc) and battery (B)(4) was attached to power port 2 with 76% rsoc. Logs revealed that the controller switched to (B)(4), as expected, when (B)(4) reached 25% rsoc and that an alarm was displayed to replace the battery on power port 1. Information provided by the site indicated the patient was found with a head injury. It's unknown whether this event happened before the loss of power or if the event contributed to the patient losing power. The information provided did not indicate whether the patient was found with both power sources disconnected. Based on the available information, and given the fact that the devices were not returned for analysis, a root cause could not be conclusively determined. Log file analysis revealed the controller worked as expected and switched the battery on power port 1 when the relative state of charge reached 25%. There is no evidence to suggest that a device malfunction caused or contributed to the event. A definitive conclusion cannot be determined regarding the exact sequence of events that led to the loss of power to the controller and vad stop; however, it appears to be due to a disconnection of both power sources at the same time; the instructions for use (IFU), patient manual and training material contain multiple warnings that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Additionally they provide instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Patient and clinical factors including comorbidities may have contributed to the events with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Vad coordinator reported that patient had been found death after days without communication by vad team. Patient was found deceased at home with a small laceration to his head with blood on his hands. Controller was found with depleted internal battery, one battery with minimal power, and another with (B)(6) power remaining. Post mortem was performed on (B)(6) 2015 (results are pending). The pump will be returned to heartware for further evaluation.